Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the ok button and was worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. A worn keypad has no effect on insulin delivery. During testing, the ok keypad button was found to have an intermittent response; the up arrow, down arrow, and contrast buttons responded appropriately and were functional. There was evidence of contamination found under all key contacts. A leak test was performed and revealed a keypad leak.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging all the keypad buttons were unresponsive after possible water exposure. The patient noted the keypad rubber was peeling by the ok button and noted moisture under the keypad. The patient reportedly wore the pump in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.